Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported malfunction was not verified. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure was not determined.

Event description:
It was reported by the crew that the device failed to charge and shock a patient. The crew was forced to restart the device to defibrillate the patient. The outcome of the patient is unknown and no other details were provided.